Manufacturer narrative:
A visual inspection of the returned shaft of the reamer was conducted. The cutting head was not returned. The coupling is in good cosmetic and functional condition with only minor signs of wear. The cutting head of the reamer is missing. It appears that it has broken off at the location of the weld connecting the head to the shaft. A design evaluation for this product was not performed. The product is being recalled and obsolete; therefore, evaluation of the design and the future risk levels is not required. An evaluation of the design and risk analysis was not performed based on the fact that this product is being recalled and obsolete. Because it is no longer necessary to perform the evaluation, this complaint will be dispositioned as indeterminate.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records revealed the flexible cannulated reamer was manufactured by greatbatch medical on supplier lot number 2566410001. (B)(4) dated (B)(6) 2006 for (B)(4) parts, was inspected to the synthes incoming final inspection sheet. The certificate of compliance was dated(B)(4) 2006. (B)(4) parts were released to the warehouse on (B)(4) 2006. No non conformities were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Greatbatch medical manufactured the flexible cannulated reamer, 385mm, part 359.106, lot 5286314. Due to an unknown cause, the cannulated reamer tip broke off of the part. The materials of the reamer and flexible shaft were determined to differ from the suppliers specifications. The material of the coupling was determined to be as specified. The instrument conformed to all dimensional specifications at the time of manufacturing. The reamer withstood the specified amount of torsional force. The diameter of the reamer and its cannulation were confirmed to be within specification. A CAPA determination was opened and a CAPA was not issued for this complaint. Based on the number of instances, 1, and the total base of product for the life of the device, (B)(4), the occurrence rate associated with this issue was calculated to be (B)(4). Based on this percentage, the corresponding occurrence level is 2 ¿ unlikely.

Event description:
During a humeral fracture surgery on (B)(6) 2013, the 6.0mm flexible medullary reamer broke. When the surgeon was advancing the reamer through the medullary canal for preparation of the humeral rod, he noted that the tip of the reamer was missing. X-rays taken revealed that the head of the reamer was left in the patient's bone. Reportedly, the reamer head had snapped off from the shaft. The surgeon was able to easily remove the reamer head from the patient's bone without any additional intervention. The surgeon then used a new medullary reamer to complete the surgery. An additional 10 minutes was added to the operative time due to this event. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.